Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue of a keypad not working resulted in replacing of keypad could not be confirmed. No further investigation of this event is possible at this time, and no patient involvement was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8015 keys on the keypad being inactive. There was no patient involvement.

Manufacturer narrative:
Additional information : imdrf annex c, g codes and manufacturer narrative. The reported issue that the 8015 keys on the keypad being inactive was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, 1. Customer requested keypad part number. 2. Provided. No further investigation of this issue is possible at this time, and no patient involvement was reported.

Event description:
It was reported that the 8015 keys on the keypad being inactive. There was no patient involvement.